Event description:
Patient implant of a 25-16-140bl bifurcated device on (B)(6)2009, with no endoleak noted. At a follow up visit, given the position of the bifurcated device, it appeared that very little of the main body was engaging the neck, and suspected a proximal type I endoleak may have been there all along. On (B)(6)2010, the patient was treated with a 25-25-75l proximal extension, which resolved the endoleak.

Manufacturer narrative:
(B)(4). Issue was not confirmed. Electrical safety test was passed. Power cord was in good condition, without any damages. Device was tested using multimeter, electricity on device housing was not found. After opening the device all grounding points were measured. All readings were below 0.2 ohms, which is within range. Empirical electric shock tests were done, without any shock experiences or observations noted. Event log does not contain events regarding electric issue. Root cause was not determined. Possible root cause was electrostatic discharge when patient touched the power switch bezel. Electrostatic discharge is the sudden and momentary electric current that flows between two objects at different electrical potentials caused by direct contact or induced by an electrostatic field.

Manufacturer narrative:
(B)(4). The evaluation is in process and a follow-up medwatch will be submitted upon completion.

Event description:
On (B)(6) 2010, a female homechoice peritoneal dialysis patient's family member called baxter to report the patient received an electrical shock from the homechoice cycler earlier that day. The patient experienced a shock from the back of the device as she was picking it up. No clinical consequences for the patient were reported. No additional information available.